Manufacturer narrative:
One therapy ablation catheter was returned for analysis. The reported blood clot on the distal tip was confirmed. The catheter met specifications for temperature response and during an irrigation flow test. Additionally, electrical testing of the thermocouple revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the procedure, a blood clot was noted on the catheter tip following removal from the patient. No anomaly or fluctuation of impedance were noted during use. The procedure was completed with no adverse consequences to the patient.